Event description:
Protocol followed for incorrect sponge count. X-ray read as negative. Seven hours later pre-read as positive. Necessitated return to the operating room for removal of sponge. No further complications.